Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call delivery anomaly on the insulin pump. Customer's blood glucose level was over 400 mg/dl. Customer advised the device is not delivering insulin. Troubleshooting for the delivery anomaly was performed. Customer was advised the alarm history shows everything is fine. Customer was able to perform the displacement test. Customer was advised the device works properly and there are no issues. However, customer advised they are not comfortable with this device and want it replaced. Customer's insulin pump was replaced per their request.